Event description:
It was reported that the health care provider (hcp) had diagnosed the patient with a catheter tip granuloma. The catheter was implanted in 2012, and was on a low rate of dilaudid. The reporter had no further details to provide. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(Please note that some of this event had also been previously captured in manufacturer report #3007566237-2013-02887. Any further information pertaining to this event will continue to be captured in manufacturer report #3004209178-2013-15594). Further information noted the drug was removed and replaced saline with no surgical intervention. They were going to "let it shrink down." They were at one point going to remove the catheter but the patient did not stop taking their coumadin on time it was opted to not intervene and "let it shrink." There have been no further actions. In addition, on (B)(6) 2013 the patient underwent a magnetic resonance imaging (MRI) scan due to back pain and the pain pump. This revealed a suspected catheter tip granuloma on the left at the level of t12 causing moderation impression on the conus. There was some abnormal enhancement evident suspicious of inflammatory change with no obvious abscess collection. No disk herniation was seen and no central stenosis or significant foraminal encroachment evident. In addition, a small amount of subcutaneous fluid was seen paraspinal to the right at l3-4. A small lipomatous area seen in the posterior aspect of the cal sac at l3-4. On (B)(6) 2013 the patient had radiographs of the thoracic spine performed due to back pain and possible infection which revealed a left paraspinal soft tissue contour abnormality and another MRI was recommend for the patient. A bone scan was performed on (B)(6) due to a suspected infection from the intrathecal pump which revealed mild degenerative uptake in the lower lumbar spine with no convincing evidence of spinal osteomyelitis. Radiographs of the lumbosacral spine were also done on (B)(6) due to back pain and a possible infection from the pump. The intrathecal catheter was identified with a 1.5 "cm" hyper density projecting over the dorsal spinal canal at the level of t12. This corresponded with the abnormal signal near the conus on the recent MRI on (B)(6) 2013. There was a 1.5 millimeter metallic fragment in the spinal canal at the level of t11 which corresponded to the recent MRI finding. Also on (B)(6), the patient underwent a computerized tomography (CT) scan which noted that prominent peri-aortic fat in the thoracic region which accounted for the prominent paravertebral stripe seen on the plain film evaluation. The intrathecal catheter was seen extending to t12 posteriorly on the left. Further on (B)(6) 2013 the patient had x-rays which revealed the catheter to be intact throughout its visualized length. It was now reported that the patient had a history of back pain and was being further evaluated for a catheter tip granuloma. On (B)(6) 2013 the patient underwent another MRI which revealed a spindle-shaped soft tissue within the left lateral epidural spaced at t12 in the expected location of the catheter tip, compatible with a granuloma. The patient was seen on (B)(6) 2013 emergently in the office. Reportedly, on (B)(6) 2013 the patient's pain began from mild to a 10 in about a week. The pain was "a sharp stinging to unbearable." Bladder function was reported as "incont urine today's starting stream." It was uncertain if the granuloma was causing incontinence. The pump logs were read indicating the pump start/stop on (B)(6) 2013 that corresponded with the recent MRI's. The pump recovered each time. The patient was reportedly in the hospital "last week" with a possible granuloma at the tip of the catheter as the symptoms began with pain. The patient has to lay on her back or side for comfort. The elective replacement indicator (eri) was noted to be 50 months. The analyzed volume was 3.7 cc and the removed volume was 4 cc and saline was placed in the pump. The pump was successfully refilled with no complications. This pump had delivered dilaudid and bupivacaine. The patient's next refill alarm date was (B)(6) 2014. A CT myelogram was to be ordered, the patient's nucynta was increased and the patient was to be monitored for withdrawal from the pump. The patient was further seen on (B)(6) 2013. The patient noted withdrawal symptoms, sleepiness/restless sleep, less active, back pain, joint swelling, morning stiffness, muscle aches, swollen areas, and joint aches. The patient needed a cardiac stress test as the patient was hospitalized with chest pain to rule out a pulmonary emboli and myocardial infarction. The patient stated they removed a granuloma and ("illegible.") However, the health care provider noted that the patient was admitted to the hospital to rule out a pe and hypertensive crisis. Nucynta was working well for the pain but the patient had some sedation issues. The patient had been able to sit "illegible" without increased pain. The patient experienced posterior "ha" when lying down. The patient was noted to be inabmulatory and required a wheelchair with lumbar pain present. Range of motion was limited. The patient was assessed for intrathecal catheter tip granuloma, "sle," sciatic nerve injury and chronic pain syndrome. The plan was to continue the nucynta for pain. Further, the side port was successfully aspirated with cerebral spinal fluid easily retrieved without resistance. The port was flushed with saline without complication. The patient was to return to the clinic in three months to check the granuloma. It was then further reported concerning the patient's granuloma that it was unclear as to why this had formed. Saline was placed into the patient's pump after a computerized tomography (CT) scan on (B)(6) 2013. The pump and catheter are currently functioning normally and they will continue to monitor the granuloma in three months. The patient's next appointment date was scheduled for (B)(6) 2013.

Event description:
It was reported that the patient's pump was originally implanted for sciatic nerve injury and chronic pain. This device system was currently delivering saline and had been since (B)(6), 2013 to dissolve the granuloma. Prior to saline, the pump delivered dilaudid and bupivacaine. The patient has had an increase in her usual pain and bladder incontinence. No culture was done and the patient's present status was stable.